Event description:
The iab was inserted into the pt on 10/24/97 at 6:15 p.m. And removed on 10/26/97 at 2:00 p.m. The iab did not malfunction. The pt had bleeding that was not severe and a transfusion was required. The contact stated that it was unknown if bleeding was related to iabp. (Event complications: bleeding/not severe/transfusion required)- reported 12/29/97. (Pt's current status: discharged-rpt'd 12/29/97)